Manufacturer narrative:
Follow-up #1: date of submission 02/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: there were multiple pump reboots observed in the black box history. The black box history did reveal that the pump was in use for 24 hours beyond the reported no power to the pump. There was a crack observed in the battery compartment and the threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection and power loss and reboots were duplicated. A test battery cap was used and the pump was exercised for 24 hours and no further power issues occurred. There was no damage found to the power circuit when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The user had intermittent power loss with his pump prior to the complaint, but at the time of the complaint has no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.